Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation, therefore no imaging evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. As the valve was implanted 5 years or greater with structural degeneration/deterioration, a complaint history was not required. The following instructions for use (IFU) were reviewed: IFU, IFU (commander delivery system with s3 thv, us). No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case; the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaint for post implantation svd degeneration/deterioration was confirmed from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the valve failed ~6years post implant due to aortic insufficiency and a valve in valve procedure was done. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Review of medical record revealed that the patient has a past medical history of diabetes and hyperlipidemia, which are well known risk factors for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
As reported, the valve failed approximately 6 years post implant and a valve in valve procedure (viv) was done to treat the patient; an echo done on (B)(6) 2022 revealed a well-seated aortic valve with abnormally thickened leaflets, severe transvalvular regurgitation and critical stenosis. The peak/mean aortic valve (av) gradient was 107.7/56 mmhg and area valve measurement (ava) was 0.46 cm2. On (B)(6) 2022, the transesophageal echocardiogram (tee) revealed mean av gradient of 148.8/88 mmhg, ava 0.4 cm2 and severe aortic regurgitation. Per the viv procedure operative note, the patient had cardiogenic heart failure with severe as and severe ai and under monitored anesthesia care (mac) anesthesia, the patient had a successful viv tavr (23 mm non ew in a 23 mm s3).

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.